Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 175 mg/dl, 460 mg/dl, 295 mg/dl, 209 mg/dl, 187 mg/dl, and 190 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.